Event description:
Event description: there was blood pressure drop. Pericardial effusion/tamponade post transseptal puncture with advancement of qdot catheter into pericardial space. Physician noted restricted movement of catheter so pulled back out. Pericardiocentesis to drain blood from space successful. Procedure abandoned and patient transferred to intensive care unit (ICU) for monitoring. Physician does not believe the qdot or other jnj products contributed to the effusion. Likely caused by transseptal puncture. The procedure was cancelled and not completed successfully. Additional information was received. Transseptal puncture was performed with an abbott sl1 sheath and brk needle. The event of cardiac tamponade was associated with the transseptal phase on the case and not associated with (B)(6) qdot/devices. The cause of this complication was the transseptal sheath and brk needle from another manufacturer, along with imaging and patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt codes: 1914, 2226, 3271. Device code: 1504. Ref report: mw5179100.